Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("bad migraine"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("heavy periods"), hypertension ("high blood pressure") and abdominal pain lower ("cramp"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, migraine, abdominal pain, heavy menstrual bleeding, hypertension and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, heavy menstrual bleeding, hypertension, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available amendment: the report was amended for the following reason: this case was found to be duplicate of case(B)(4), all information from this case were transferred to case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: mw5101088) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("bad migraine"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("heavy periods"), hypertension ("high blood pressure") and abdominal pain lower ("cramp"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, migraine, abdominal pain, heavy menstrual bleeding, hypertension and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, heavy menstrual bleeding, hypertension, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.